Manufacturer narrative:
Additional information was received that the event was recovered/resolved.

Event description:
A report was received that the patient developed back spasms which were mild in severity. The patient was treated with medication and event was recovering/resolving. It was reported that the event was related to the study surgical procedure and not related to the study device system.

Event description:
A report was received that the patient developed back spasms which were mild in severity. The patient was treated with medication and event was recovering/resolving. It was reported that the event was related to the study surgical procedure and not related to the study device system.